Event description:
Manufacturer reference number (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with lucea 50 surgical light. As it was stated, the light was not in correct position. It was established that a screw was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as in worst case scenario, the screw may fall off into sterile field or during procedure and it may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as a part was missing, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is solely to provide a correction of model # and catalog # sections. This is based on the result of an internal review. #d4: previous model #: ard568601999. Corrected model #: ard568604999. Previous catalog #: ard568601999. Corrected catalog #: ard568604999.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 7th january, 2021 getinge became aware of an issue with lucea 50 surgical light. As it was stated, the light was not in correct position. It was established that a screw was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as in worst case scenario, the screw may fall off into sterile field or during procedure and it may cause contamination.